Manufacturer narrative:
The catheter was returned, and analysis found the anchor was broken. All previously reported method, result, and conclusion codes no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drugs being delivered were fentanyl and bupivacaine, both with unknown doses and concentrations. It was reported that therapy was not as effective. Catheter dye study showed catheter had pulled away from therapeutic area. Anchor had broken and was replaced. The event occurred on (B)(6) 2020. The issue was resolved at the time of the report. There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the patient called with a pain flare up/increased pain. The patient was experiencing vomiting, nausea, and sweating. A catheter dye study was performed and failed. It was noted the catheter had migrated out of the spinal canal. On (B)(6) 2020 the patient had migrated catheter removed and implanted with a new catheter/catheter was explanted/replaced on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was catheter dislodgement and the clinical diagnosis was increased pain. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The event date was (B)(6) 2020. The patient was receiving fentanyl 2000 mcg for a total dose of 799.5373 mcg/day, bupivacaine 20 mg for a total dose of 7.99537 mg/day, and morphine 2 mg for a total dose of 0.79954 mg/day. No further complications were reported